Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there were episodes of undersensing observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.